Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On it was noted that perforation had occurred. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On it was noted that perforation had occurred. No further patient complications were reported. It was further reported that the filter placement that occurred in (B)(6) 2008 was successful.